Event description:
It has been reported to philips that the azurion system would not completely boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use. A philips field service engineer (fse) inspected the system onsite and identified that the system was not completing bootup. Upon some functional test the fse confirmed identified converter or the on the flex viewing pc is not working. The fse replaced the converter. After replacing converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.